Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not securely clamped on the target tissue with the first few firings of the device. The surgeon tested the clips and he could easily remove some of the clips from the target tissue with another surgical instrument. The same device was used to complete the procedure with the surgeon carefully checking that the clips were secure. A cholangiogram was performed with the procedure. There were no adverse patient consequences.